Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the up arrow on the customer's insulin pump was not working. The patient's blood glucose at the time of incident was 125 mg/dl. Troubleshooting was initiated for the insulin pump. The device was not bumped, dropped, or exposed to moisture. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to an unlocked lcd keypad connector. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.